Event description:
It was reported to st jude medical that while the implantable cardiac defibrillator was charging, a "popping" sound was heard. Afterwards a lead impedance and constant noise was observed on the electrograms. External defibrillation was used when the device did not deliver therapy. The decision was made to explant the entire system. At explant the sjm rep noted that the suture sleeve was sutured very tightly, but no other anomalies were observed.